Manufacturer narrative:
The investigation determined that higher than expected sodium (na+) results were obtained when a vitros performance verifier I quality control (qc) fluid was processed using vitros na+ slides lot 4232-1042-3913 on a vitros 4600 chemistry system. The investigation determined the assignable cause of the event to be an instrument issue. The customer performed within run precision testing and the results were unacceptable indicating an issue with the analyzer. An ortho field engineer (fe) performed service to the analyzer that included cleaning the pm ring, evaporation caps, hotplate, v-bearings, pm ring sensor, and tip locator; replacing springs and microslide cover hinge; and performing all related adjustments. Following service actions, the ortho fe performed a within run na+ precision test and acceptable results were obtained. The complaint handling unit (chu) investigator reviewed qc performance since service and confirmed acceptable na+ performance has been maintained. Although the customer indicated that a reagent issue could potentially be a contributor to the higher than expected results, this cannot be confirmed as the ortho fe performed service actions on the analyzer prior to processing an additional precision test with different vitros na+ reagent of the same lot. Email address for contact office is (B)(4).

Event description:
A customer obtained higher than expected sodium (na+) results when a vitros performance verifier I quality control (qc) fluid was processed using vitros na+ slides lot 4232-1042-3913 on a vitros 4600 chemistry system. The magnitude and bias observed breached vitros na+ potential health and safety criteria when compared to the performance verifier range of means midpoint and is reportable. Vitros pvi lot n7648, vitros na+ results of 138.64, 135.09, and 132.53 mmol/l versus the expected result of 117.1 mmol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected results were obtained from a non-patient fluid. There was no allegations of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4) and ivd (B)(4).